Event description:
The device was found damaged in the packaging with multiple crimps on the distal end. It was not inserted into the pt.

Manufacturer narrative:
Technical evaluation: the device was severely damaged on the distal end. There were multiple kinks between 2 and 17 cm from the tip. Conclusion: the device was visually inspected under a microscope and it was concluded that the damage noticed on the distal end was likely caused by handling of the box during transit to and from penumbra. The outer box of the device was also severely damaged. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1097-02 (lot# l12784) and sub-assembly (B)(4) (lot# l12581). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12784) indicated that 100% inspection of the devices resulted in (B)(4) visual reject. The DHR review of the sub-assembly (B)(4) (lot# l12581) indicated that 100% inspection of the devices resulted in (B)(4) visual rejects post hub molding and (B)(4) visual rejects post coating. The lot passed hub air aspiration, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. Visual failure could not be attributed to the incident as all parts that failed visual inspection have been rejected and all parts released met specifications. No other anomalies were found with this lot due to the manufacturing process. The parts released in this lot met process requirements.